Event description:
Found during testing. According to the reporter, the device's front panel charge button would not charge the device. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device would not charge from the front panel keypad. Physio replaced the keypad and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.